Manufacturer narrative:
Nah6: investigational coding 114 removed. Conclusion 4311 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the de novo, moderately calcified and moderately tortuous lesion in the left anterior descending (lad) artery. The 2.75x15mm xience xpedition stent was implanted. However, post deployment, a dissection was noted. A 2.75x12mm xience xpedition stent was used to treat the dissection and completed the procedure. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.